Event description:
New information noted that the right ventricular lead exhibited noise. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise logged as high v rates and a small rise in capture thresholds. The lead noise could not be reproduced with isometric testing. No intervention was performed. The following physician has elected to monitor the patient.